Event description:
On (B)(6) 2016, at 3:14pm, the customer/end-user purchased an instant cooling therapy wrap. At 3:35pm, on said date, the end-user applied the therapy wrap to her right knee, which was experiencing soreness from a prior strain. Shortly thereafter, the end-user suffered severe burns from the wrap, and she removed it from her leg. It is herein alleged that the instant cooling therapy wrap purchased by the end-user was defective in that it caused severe burns to her right knee and right leg. The burns ruptured her skin, and are expected to lead to permanent scarring, disfigurement and potential loss of function.